Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level over 600 mg/dl. The customer reported that she had not been wearing the insulin pump for three hours prior to the incident. The customer also reported that the insulin pump had a no delivery alarm. Blood glucose level at the time of the call was not provided. During troubleshooting, the customer was able to get insulin to exit the tubing without an alarm. The insulin pump was not replaced or returned for analysis.